Event description:
It was reported that a procedure was cancelled. During an atrial fibrillation procedure, a versacross connect for faradrive was selected for use. The physician was not able to reach septum with versacross connect. Both the sheath and dilator were removed and more curve was added. The physician had trouble advancing through access site and up to inferior vena cava (ivc) due to extra curve and still could not reach septum after drop down. It was tried deflecting faradrive a little to create more curve and still could not reach. Then the physician advanced versacross pigtail wire to fossa and advanced sheath/dilator over the wire but still could not reach fossa. Ultimately, it was decided to abort the procedure. No patient complications occurred. The device is not expected to be returned for analysis (disposed). The patient had a very distended aorta which resulted in an altered right atrial size and shape. A j-tip and the rf wire were both advanced to the superior vena cava (svc) with no issue. The physician did struggle with the locking mechanism between the dilator and sheath but only after he put more curve onto the dilator and so it was more difficult to advance the dilator up the groin/ivc.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.